Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation the report was observed and attributed to a system interconnection flex cable that was not fully seated to a connector on the processor/bridge/pace board. The flex cable was replaced to resolve the report. It could not be firmly established how the flex cable became loose. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.